Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 29. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, nerve encroachment and immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and numbness. No further patient complications were reported.